Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had extreme difficulty with accessing the wake button and multiple presses were necessary for display to activate. The customer also reported the wake button issue is progressively getting worse with time and it is affecting the ability to access pump features in a timely manner. The customer's blood glucose level was 224 mg/dl. The customer applied more pressure to the wake button to address the issue.